Manufacturer narrative:
Customer service confirmed that the customer performed a battery reset and charged the battery for at least 12 hours afterward. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/01/2018, the customer indicated that she was not prescribed medication currently for clogged ducts, but had been prescribed an ointment in the past. The customer indicated that the replacement pump was making a grinding noise which could be heard throughout pumping and the customer was referred to customer service for help addressing the issue. The customer indicated that the clogged ducts were currently resolved and that she was using a hospital grade pump. On (B)(6) 2018, the customer called customer service about the noise that the replacement pump was making and a new pump was sent to her on (B)(4) 2018. In follow up with a complaint handler on 10/23/2018, the customer confirmed that the replacement pump was working without issue. The device was returned without the customer's parts and accessories and was evaluated on 10/17/2018. The pump battery charge was at 9% when received and the pump was charged overnight. The following day, it was noted that the battery accepted the charge to 95%. After 5 minutes of running, the battery capacity dropped to 72%, after 7 minutes it dropped to 0% and after 10 minutes, the pump lost communication with the bluetooth app. As a result, the vacuum on the pump could not be tested. Refer to the attached evaluation and pictures. The customer's report of low suction and a battery charging issue was confirmed. CAPA-(B)(4) was opened to address sonata battery life issues and corrective actions have been identified and samples are being tested. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the battery for her sonata breast pump was not holding a charge and the suction was low causing her to pump longer. The customer further alleged that she was getting clogged ducts.